Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the first smart coil revealed an undamaged and a functional device. During functional testing, the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. The reported complaint could not be confirmed. Evaluation of the second smart coil revealed a functional device. During functional testing, the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. The reported complaint could not be confirmed. Further evaluation of the device revealed that the pet lock was separated on the proximal end of its pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00817 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00817.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, the physician placed one smart coil and nine other coils in the target vessel using the microcatheter. While attempting to advance another smart coil, the physician experienced strong resistance and the smart coil would not advance from the starting position within the introducer sheath. Therefore, the smart coil was removed. The physician then attempted to advance a new smart coil; however, the same issue occurred, and the smart coil would not advance. Therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.